Event description:
It was reported that the customer went to the emergency room due to blood glucose level of 60mg/dl. The customer was treated with a glucagon injection and intravenous fluids of saline, and was released on (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly, the customer inadvertently performed the load sequence while connected to the site. Additionally, the customer had used pump supplies beyond labeling. Tandem technical support educated customer regarding cartridge/insulin labeling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. Per the user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. H3 other text : device not returned.